Manufacturer narrative:
This report is filed on september 26, 2016. Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2016 to conduct testing of the device.

Manufacturer narrative:
Correction: the date of this report is 09/19/2016; not 08/30/2016 as previously reported.